Manufacturer narrative:
The device history record confirms that the device met all material, assembly and performance specifications. The subject device was not returned for analysis; therefore, physical as well as a functional testing could not be performed. The reported issue is covered in the device directions for use. The risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. Additional information provided by the customer indicated that no anomalies were noted to the guidewire or its packaging prior to use, the device was prepared as per the dfu, the torque device was securely tightened when used, and the guidewire introducer was used. While there are a number of potential causes for the reported issue, because review and analysis of available information failed to identify a definitive cause, a cause of undeterminable was assigned.

Event description:
It was reported that during procedure, the subject guidewire polytetrafluoroethylene (ptfe) coating was flaking when manipulating with torque device. There were no clinical consequences to the patient.

Manufacturer narrative:
Subject device is not available.

Event description:
It was reported that during procedure, the subject guidewire polytetrafluoroethylene (ptfe) coating was flaking when manipulating with torque device. There were no clinical consequences to the patient.